Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery while trying to deliver a bolus. The customer's blood glucose level was 460 mg/dl at the time of the call. Customer reports that insulin does not exit with the plunger push. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer.

Manufacturer narrative:
Reliability analysis evaluated two sealed reservoirs and two opened/sealed reservoirs. Inspected the snap-cap and septum for anomalies and none were found. Ran the occlusion test and no occlusion was noted.